Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse replaced the solenoid valve which resolved the issue; however, the issue reoccurred on (B)(6) 2020 (refer to MDR 9612296-2020-00251 for event that occurred on (B)(6) 2020). The fse identified the failure mode as a defective buffer valve. The fse replaced the buffer valve which ultimately resolved the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury or death associated with this event. The quality control was within the customer's specifications. The number of patients involved is unknown. The customer did not provided patient demographics. The customer provided data for one (1) patient sample.